Event description:
It was reported by the customer that pyxis medstation es system was not detected on the bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was off the bus. A field service engineer replaced the l board; however, the drawer still did not operate as anticipated. Further diagnosis revealed a cut in the sensor, which was subsequently replaced. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section b2 - the selection for required intervention to prevent permanent impairment/ damage has been removed, as there are no adverse events or outcomes associated with it.